Manufacturer narrative:
Device evaluated by MFR.: promus element, mr, ous 3.50 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage. The undamaged crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement the balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure.a visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on investigation completed on 09-jan-2019. It was reported that crossing difficulties occurred. The 90% stenosed target lesion was located in the mid left anterior descending. A 3.50x28mm promus element stent was advanced but could not cross the lesion. The procedure was completed with different device of the same model. No patient complications were reported. However, device analysis revealed stent damage.